Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that their bladder control therapy was not working. The patient stated it wasn't finding the device and that the battery would flip around in the pocket, like it was free flow moving which they didn't think that was supposed to happen. Asked the patient if they'd had any traumas or falls that led to the issue and the patient stated they probably did and that they had functional neurological disorder so they couldn't have fallen on the implanted system but they didn't know. The patient stated that the therapy had been helping their symptoms until just about 2 weeks ago and they only noticed the implant was moving around since about 3 days ago. The patient stated they could move the implant and that now they could push on it and it was flipping around like crazy. The patient stated they'd talked to their managing health care provider (hcp) who told them to call manufacturer. Reviewed the role of patient services with the patient and offered to assist the patient in trying to connect to their settings and potentially see if they could make a therapy adjustment but also redirected the patient to follow up with their managing/ health care provider (hcp) about their concerns. The patient had to abruptly end the call when an hcp entered their room so could not ask any further clarifying questions or gather any more event information. The patient stated they would call back to attempt to make an adjustment to their settings when they were available again. Patient called back and repeated therapy/device issue which was previously reported and documented, see call summary. Patient also asked if it is normal for the neurostimulator be so loose in the pocket site that it flips around. Reviewed information and redirected patient to managing physician for medical assessment. Patient said does experience several seizures per day and falls. Reviewed indications for ins and provided phone number to enterra medical.